Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Prior to the index procedure, heparin and other anticoagulant was given. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 25 mm lotus valve. Successful repositioning of the lotus valve involved partial and complete resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Immediately after the index procedure, the subject developed left bundle branch block. A temporary pacemaker was placed and was removed post stable conduction rhythm and did not require any permanent pacemaker as there was no atrioventricular block noted. Three (3) days later, the subject was discharged on aspirin and clopidogrel.